Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-57: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system. To the results from another trividia¿s bgm system note: manufacturer contacted customer in a follow-up call on 08-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Customer stated that she has two true metrix air meters that she is obtaining high blood glucose test results with, reference (B)(4). The customer is concerned with test results from results obtained of 390 mg/dl pm fasting, obtained 2-3 hr after lunch. The customer¿s expected am fasting blood glucose test result range is 110-130 mg/dl and expected pm fasting blood glucose test result range is 150-180 mg/dl. The customer feels well and did not report any symptoms. Customer stated that she had contacted the doctor due to the result obtained of 390 mg/dl and was advised to take her glipizide three times a day instead of twice a day. Customer also stated that she was unsure which of the truemetrix air meters she had obtained the result of 390 mg/dl with. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/22/2021 and test strips were opened a week and a half ago. The meter memory was not reviewed for previous test result history; the truemetrix air meter would only show the averages and would not display the meter¿s memory.